Manufacturer narrative:
The investigation for the reported battery charging issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs from console ic8001 show confirm that battery hot temperature alarm was issued by the aic but almost immediately cleared i.e. [(B)(6) 2023 07:22:53 imcgui: event set: #49 from 17 (0)] and [(B)(6) 2023 07:23:03 imcgui: event clear: #49 from 17 (0)]. It should be noted that this all happened right after the console was plugged into ac mains i.e. [(B)(6) 2023 07:22:51 imcgui: event clear: #109 from 17 (0)]. Lt power data confirms that there was a small spike in the temperature of the batteries, but it was not above the threshold for battery temperature high (>60 celsius). Device analysis: visual inspection of the internal circuitry of the console didn't reveal any issues with the console. The issue could not be reproduced in the lab when a known good pump and purge was run with the console for over an hour. Per the results of the clinical review and investigation, the root cause was determined to be a glitch of the power battery management (pbm) communication triggered by the console being plugged into ac mains and doesn't warrant replacement. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the patient was transported from the cath lab on an aic battery then upon arrival, the bedside team plugged in the console and a ¿battery hot¿ alarm was noted. The aic console was replaced and was functioning. There was no report of patient harm or injury.